Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. It was also noted that patient experienced arrhythmia. Programming changes were made. The patient was stable.